Manufacturer narrative:
Block h6: impact code f2203 is being used to capture the reportable event of absent of treatment.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was used during an endoscopy procedure: ballon implant performed on (B)(6) 2024. During the procedure it was reported that the balloon was leaking between the valve and the balloon. The procedure was cancelled as a backup device was not available. The procedure will be rescheduled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation summary: an orbera365 intragastric balloon system was returned to boston scientific corporation for investigation. A visual evaluation of the returned device showed the balloon deflated with the fill tube disconnected and the balloon was colored, most likely with methylene blue. According to the instructions for use IFU the igb is placed in the stomach and filled with sterile saline. A functional evaluation of the balloon showed that there were no other problems with the device noted. The reported event of balloon fluid leak could not be confirmed. No problems were noted with the device during investigation. Most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician could have resulted in the damages encountered in the device. With all available information, boston scientific concludes that the most probable root cause assigned is no problem detected, because of the device complaint or problem cannot be confirmed. Impact code f2203 is being used to capture the reportable event of absent of treatment.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was used during an endoscopy procedure: ballon implant performed on (B)(6) 2024. During the procedure it was reported that the balloon was leaking between the valve and the balloon. The procedure was cancelled as a backup device was not available. The procedure will be rescheduled. There were no patient complications reported as a result of this event.